Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month later, real-time grayscale ultrasound using ultrasound venous duplex lower extremity bilateral showed that on the right side, there was a significant thrombus in the common femoral, superficial femoral and popliteal veins. Some thrombus extended into the greater saphenous vein. Changes on the left side were almost identical to the right. This was found to be extensive bilateral deep venous thrombosis. Next day, venous thrombolysis was performed. Through the ultrasound-guided popliteal vein access, multiple devices were used and a 0.035 glidewire and kumpe catheter were used to traverse the occlusion but were unsuccessful. Attempts were then aborted, and attention returned to the left leg. A 50 cm trellis device was placed over the glidewire and the thrombus was aspirated through the trellis device. Follow-up venogram revealed residual thrombus. Inferior vena cava venogram revealed extensive thrombus extended from the inferior vena cava to the proximal left superficial femoral vein. Right lower extremity venogram revealed occlusion of the superficial femoral vein at the distal thigh with extensive collateral flow. Next day, the patient was present in hospital for tissue plasminogen activator (tpa) follow-up. Multiple devices were used, and an infusion catheter was removed over a glidewire and a berenstein catheter was inserted. Pull-back venogram demonstrated extensive thrombus remained within the inferior vena cava at the level of the inferior vena cava filter and extensive clot extended into the common iliac and extra-iliac veins. The 50 cm infusion catheter was re-inserted with the tip ended at the level of the inferior vena cava filter and the more proximal aspect of the infusion catheter within the femoral vein. Tissue plasminogen activator (tpa) check #1 demonstrated almost complete thrombolysis of the thrombus within the left femoral vein and common femoral vein. Large clot burden remained within the left iliac venous system and inferior vena cava to the level of the inferior vena cava filter. Next day, a 14 mm x 8 cm self-expanding stent was deployed across the common iliac vein with slight extension into the inferior vena cava. Multiple devices were used, and a new 50 cm infusion catheter was inserted with the tip in the region of the inferior vena cava filter and extended into the left femoral vein. Tissue plasminogen activator (tpa) check #2 demonstrated improvement in thrombolysis of the extensive thrombus within the right iliac venous system and inferior vena cava, but there was no spontaneous flow identified. Next day a pull down left lower extremity venogram showed that there was improvement in the extensive deep venous thrombosis throughout the left lower extremity venous anatomy. Residual thrombus was noted within the inferior vena cava and tract within the inferior vena cava filter. Multiple devices were used, and a 12 x 80 mm stent was balloon angioplastied with a 12 x 60 mm angioplasty balloon. Tissue plasminogen activator (tpa) check #3 demonstrated pharmacologically mechanical thrombolysis was successful. Therefore, the investigation is inconclusive for alleged filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure and for factor v leiden mutation. At some time post filter deployment, it was alleged that filter tilted and embedded in wall of the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter the current status of the patient is unknown.